Event description:
As reported, the patient was implanted with gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis for treatment of an abdominal aortic aneurysm on an unspecified date. On (B)(6) 2022, the patient was admitted for a reintervention in order to treat a type ia endoleak. As reported, the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component had migrated distal 12 centimeters. As reported, during the reintervention procedure the physician could not get a guidewire through the endoprosthesis, and the procedure was converted to an open repair in which the gore® excluder® aaa endoprostheses were explanted . As reported, the gore® excluder® iliac branch endoprosthesis was not explanted. As reported, the patient tolerated procedure. As reported, the cause of the gore® excluder® aaa endoprosthesis trunk ipsilateral leg component migration is believed to be due to the patients reverse tapered neck. Additional patient information, including comorbidities, medications and weight was not made available.

Manufacturer narrative:
Date of initial device implantation is unknown. Device not accessible for testing: the medical device was discarded at the treating facility and is therefore not available for evaluation. Results pending completion of investigation: manufacturing and engineering evaluation results will be provided once they are completed in full. Concomitant medical products: as gore was unable to determine which device(s) caused or contributed to the event if any; additional device(s) implanted related to this event include the following as identified in (B)(4): brand: gore® excluder® aaa endoprosthesis, product name: stent graft contralateral leg, catalog number: plc271200, lot/sn: (B)(4), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added code e2121 under clinical code. H6: added codes f1903 and f1906 under impact code. H6: added code (B)(6) under medical device problem code. H6: added code g04122 under component code. H6: added codes b13, b15, and b14 under type of investigation. H6: added code c19 under investigation findings. A review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and component migration. Imaging evaluation: ¿ the distance between the renal and the implanted device ~86mm ¿ there appears to be reverse taper. ¿ the infra-renal diameters within 6mm of the renal artery ~ 28-32mm ¿ the infra-renal diameters within 15mm of the renal artery ~ 28-37mm ¿ the proximal seal zone (28-32mm) is angulated and could impact or decrease the graft¿s ability to seal. More information is needed as to the date of implant, original aortic diameters, and the original landing zone when implanted. ¿ the top of the graft to the flow divider is approximately 5cm and the diameter appears to measure ~35mm. ¿ there does not appear to be blood outside the right implanted limb but the limb does not appear to be well apposed to the vessel. ¿ the limbs of the implanted devices appear patent and not irregular in appearance, e.g. No kinking. Engineering evaluation ¿ the device evaluation was performed based on what was reported to gore and images, including an imaging evaluation, attached to the event as the device was not returned for analysis. The imaging evaluation showed the following: o the distance between the renal and the implanted device ~86 mm o there appears to be a reverse taper. O the infra-renal diameters within 6mm of the renal artery ~ 28-32 mm o the infra-renal diameters within 15mm of the renal artery ~ 28-37 mm o there does not appear to be blood outside the right implanted limb but the limb does not appear to be well apposed to the vessel. O the limbs of the implanted devices appear patent and not irregular in appearance. ¿ the instructions for use (IFU) include the following anatomical requirements: o an infrarenal, non-aneurysmal aortic neck length of at least 15 mm and an aortic treatment diameter range of 19-32mm o the intended aortic vessel diameter for a 35 mm diameter endoprothesis is 30-32 mm. ¿ based on the images returned and imaging evaluation, the physician¿s observation of a type ia endoleak and the reported inability to get a guidewire through the endoprothesis could not be confirmed. ¿ the reported 12cm migration of the trunk ipsilateral leg component could not be confirmed with one time point. However, the distance between the renal and the implanted device reasonably suggests that some migration occurred. ¿ the likely cause for the reported type ia endoleak and the inability to get a guidewire through the endoprothesis could not be determined with the available information. ¿ as reported the likely cause for the migration is believed to be due to the patients reverse tapered neck. H6. Code b20, device not accessible for testing: the explanted device was not available for return to gore and, therefore, not available for direct analysis.